Manufacturer narrative:
The reported issue of the unit 'pumping out too fast' was not confirmed. However, service replaced overlay for worn lamination on the lower right key. The possible root cause of worn membrane could be due to overuse and aging of the component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.

Event description:
The customer states that the unit is pumping out too fast. After follow up request for more information on (B)(6) 2019 the customer states that the pump was pumping out greater than 10% per hour compared to rate they programmed into pump.